Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was communicated that hm3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including neurological events (not stroke related) and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's post-operative course was complicated by cortical myoclonus requiring propofol, levetiracetam, and valproate. A computed tomography (CT) scan of the patient¿s head was conducted which showed a diffuse anoxic brain injury. An electroencephalogram (eeg) was also performed which showed evidence of bilateral cerebral dysfunction and encephalopathy. No epileptiform activity or eeg seizures were recorded during the procedure. The patient ultimately expired due to the anoxic brain injury on (B)(6) 2024. The patient's outcome was not considered to be device related, and the device reportedly operated as expected.